Manufacturer narrative:
Device identifier # (B)(4). The perforator was returned for evaluation. DHR - the batch record for lot j76f11 was reviewed for any anomalies or ncs, and there were no findings. Failure analysis - the perforator unit was inspected using the unaided eye. Perforator received with organic matter present. The returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the codman disposable perforator did not stop when it passed the skull bone during boring stage of or. As a result, the surgery area was pierced by the perforator resulting in laceration of the dura mater and possibly also damaging the grey matter. The patient is recovering with speech problems. This is more than likely as a result of the operation planned. However, edema at the site of the cortex damage as a result of the incident cannot be ruled out.